Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the manufacturer became aware of the event.

Event description:
It was reported that the left lead had high impedances. The patient also noted a bump or an internal change at the lead site. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.